Event description:
It was reported that the patient was in overdischarge for a month and a half prior to the report and she was having trouble recharging. A physician mode recharge (pmr) was performed the week prior to the report and the patient continued charging over the weekend, but the battery was empty. The battery would indicate full charge but discharged "very fast" without turning stimulation on. It was the second time the device had been in an overdischarge state. The power on reset (por) error was cleared and the stimulation was turned on. The impedances and stimulation were both "good." Additional information received on (B)(6) 2012 reported that the patient was unable to hold a charge due to two overdischarges. The patient was getting "worked up" to get a battery replacement. The impedances were "good" so only the neurostimulator was to be replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 377660 lot# v019476, implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3550-29 lot# n144484, implanted: 2008 (B)(6), product type accessory. (B)(4).